Event description:
The customer reported that the battery passed calibration, but caused the device to unexpectedly shut down.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.